Event description:
It was reported that the length of the reported stent device should be 120 mm, but the alleged length of this unit was only 80 mm after deployment. Therefore, the doctor reportedly placed another stent (6mm x 150mm) into patient for completing the procedure. No patient injury reported.

Manufacturer narrative:
The investigation is currently underway.